Event description:
Baxter sales representatives received report from customer on this posi flow set. Customer reported blockage on 3 of these sets. Blockage was found, during priming of this set. No patient involvement has been reported at this time.